Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2015 with the following findings: there was no evidence of voltage drops or excessive battery usage observed in the black box. The battery compartment was found to be intact. The battery cap tightly secured to the pump. The pump was powered on with the returned battery cap. Current draws were within specifications. There was no evidence of excessive pump temperature duplicated during investigation. The pump case was removed and there was no evidence of moisture or loose components found inside pump. (B)(4).

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.